Manufacturer narrative:
The explanted lead was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to a broken lead. No further information will be obtained.